Manufacturer narrative:
The device was returned in a (B)(4) plastic bag. Visually the device displayed no obvious defects and the battery terminal appeared to be unharmed. The hand-piece was received with the trigger engaged in the low speed mode. The device did not function in high or low speed mode when the trigger was manipulated. The battery pack was opened and it was discovered that one battery had shorted out and leaked. This battery failure caused corrosion on the battery pack contact terminals. The balance of the batteries was intact and displayed no battery leaks or damage. All of the batteries were depleted. The customer's reported event was confirmed. The device did not operate upon receipt. The probable cause for the device failure is the one battery that leaked causing a short. This battery short most likely occurred after testing and assembly. The true root cause of the battery shorting is unknown. A review of the manufacturing, assembly, packing and inspection processes denotes no systemic issues indicative to this type of failure. In addition, each pulsavac device is functionally tested multiple times at assembly. The most likely cause for the shorting and battery destructive self-discharge is due to environmental conditions in storage. Storage of batteries in hot and humid conditions over time can cause the battery to fail. Additionally, a failure of a single battery may cause some or all of the remaining batteries to discharge due to a short in the power circuit.

Event description:
It was reported that during surgery the zimmer pulsavac plus didn't work from the beginning. The customer used and finished the surgery with an alternative one. There was no report of injury, medical intervention, or surgical delay/extension associated with the incident.